Manufacturer narrative:
The biomedical engineer reported that the bedside monitor's ac cradle had a burning smell and the charging lamp was out. The burning smell came from only the ac cradle, which is an accessory (battery charger) of the main bedside monitor (bsm). The unit was not in use on a patient at the time. The biomedical engineer sent the unit in to nihon kohden for evaluation and repair. The unit was cleaned and evaluated and the reported problem was duplicated. The power supply was found to be faulty and was replaced. The unit was tested per the operator's/service manual. The unit operates to manufacturer's specifications, and was returned to the customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the bedside monitor's ac cradle had a burning smell and the charging lamp was out. The burning smell came from only the ac cradle, which is an accessory (battery charger) of the main bedside monitor (bsm).